Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a battery tube not plugged properly into the interface board.

Event description:
It was reported that the insulin pump had blank display. The blood glucose reading at time of the call was 600 mg/dl. Troubleshooting was performed. The battery was changed and the blank screen continued. No further information was provided.